Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an event where an insulin vial was found cloudy on (B)(6) 2026. Blood glucose level was high at the time of the event and patient took manual injection/insulin pen to resolve the issue.